Event description:
A non healthcare professional reported following an intraocular lens implant procedure, the patient experienced blurry vision, and was not able to tolerate the implant despite excellent surgical outcomes. The lens was later exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received which states persistent blur at distance and near vision after surgery. No patient harm observed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).